Event description:
It was reported patient underwent a partial knee arthroplasty on (B)(6) 2012. During the procedure the femoral guide would not register despite multiple attempts and soft tissue release. When the guide finally registered the femoral peg holes were drilled approximately 5mm too superior and medial. The procedure was finished by using standard instrumentation.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Manufacturer narrative:
Evaluation of device history records found guide did not meet specification. However, it is unlikely that this would lead to the reported magnitude of bad fit. Therefore, it can be concluded that, based on the available information and no product return, it was not possible to determine the root cause.